Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting pacing impedance measurements greater than 2500 ohms for the past two months and noise on the right ventricular (rv) channel. A possible fracture of the associated rv lead was suspected; however, no x-ray was performed. A revision procedure was performed and the lead was removed from service and replaced. This device remains active in the patient. No adverse patient effects were reported.